Manufacturer narrative:
(B)(4). Date sent 9/5/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the packaging tore while opening the device that render it as unsterile. They open a new device. There was no patient involvement.

Manufacturer narrative:
(B)(4) date sent 9/29/2025. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device was returned inside its original package. In addition, a battery was received along of the sample. Upon visual inspection, it was noted that the tyvek has adhered to the blister in the easy opening area. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. No conclusion could be reached on the cause of the reported event stated on the event description. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot a98c3p, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/8/2025. Corrected data d4: UDI#. A manufacturing record evaluation was performed for the finished device lot/batch number a98c3p and no non-conformances were identified.